Manufacturer narrative:
Concomitant medical products: 2260-0500, therapy date (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that propofol (1000mg/100ml) was programmed to infuse at 5 mcg/kg/min however, after 11 minutes the pump alarmed for air in line and the rn noticed the bottle was empty. The reporter stated that the patient¿s blood pressure was ¿negatively affected¿ and the patient was given a bolus of normal saline and unspecified pressor agents. It was reported that additional infusions were running however not experiencing any issues. The event occurred in (B)(6).

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Photos provided by the customer show an empty propofol bottle. Analysis of the pcu event log shows that at 7:29 pm on (B)(6) 2017 the pump module was programmed to infuse propofol 1000mg/100ml through guardrails at a rate of 2.82ml/hr. At 7:47 pm, the device alarmed for air in line and it was channeled off at 7:48 pm. The volume recorded as being infused during this period was 0.81ml. During functional testing the device was delivering fluid within specification. There were no anomalies observed with the primary set and no leaking was observed during testing. The root cause of the customer¿s report of an overinfusion was not identified.